Event description:
It was reported that during shoulder arthroscopy, the white tip of the rf device chipped off. The broken fragment was subsequently removed.

Manufacturer narrative:
Alleged failure: during shoulder arthroscopy, the white tip of the rf device chipped off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be unintended use such as; excessive force applied by the user. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during shoulder arthroscopy, the white tip of the rf device chipped off. The broken fragment was subsequently removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.